Event description:
It was reported to boston scientific corporation that a solyx single incision sling system (MFR report #3005099803-2013-13280) and a pinnacle posterior pelvic floor repair kit (MFR report #3005099803-2013-12944) were implanted into the patient on (B)(6), 2012. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.